Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported drugs leaked at the back of syringe gasket. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe filled with a solution that it upside down. In the areas between the rubber stopper and the top part of the syringe barrel there are drops of a substance adhered to the syringe barrel wall. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but with no physical sample analysis a probable root cause could not be offered. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that anti-cancer medication leaked from the back of the bd luer-lok¿ tip syringe during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "drugs leaked at the backward of syringe gasket. The anticancer drug leaks out from the back of the syringe gasket and the drug is discarded."